Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt will have to undergo testing and medical monitoring, including radiographic evaluation, laboratory tests, an MRI, and such other diagnostic testing as may be recommended or required by his orthopedic surgeon or other attending physicians. It is further alleged that the pt's orthopedic surgeon has already advised him that he is presently in need of surgery to remove and replace his hip.